Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that during a procedure on (B)(6) 2021 to have one of the patient's leads replaced, the patient's ipg was set to surgery mode. Following the lead replacement, the manufacturer's representative tried connecting to the ipg to take the ipg out of surgery mode and was unable to connect. Error message "unable to connect, problem found with the generator that could not be repaired" displayed. Physician made the decision to replace the ipg as well. Effective therapy was established postoperatively.